Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that when attempting to fire the powered circular stapler in a left colectomy, the device did not fire. Staff pulled a second powered circular stapler and replaced the battery in the original circular stapler with the second stapler¿s battery and the stapler still would not fire. The surgeon then removed the original non-functioning stapler from the rectum and placed battery back in the second stapler. He was then able to successfully fire the replacement stapler with no issue and no patient consequences. The procedure was completed with no patient consequences.